Event description:
Pt had a vail enclosure bed. They had become very active and more mobile in their bed. The original mattress used in bed had cracked and was replaced with a pressure reduction mattress. Although the length was appropriate, the replacement mattress was more narrow than the original. The zippers on the side separated and pt was caught in the bedrail. CPR was initiated but unsuccessful and pt expired.